Event description:
Fio2 on the servo n, drops by 10% on micro babies. If one is not aware it can affect the baby overall health. Spoke to MFR rep and they have no clue why this is happening. We try to reproduce the decrease in fio2 on a test lung thinking it was just the baby, but we reproduced the effect on a baby test lung. I reached out to the MFR and they do not have a clue as to why this is happening. The FDA should investigate this pt safety issue a bit closer. FDA safety report ID# (B)(4).